Event description:
The customer reported that the system suddenly stopped functioning, the monitor did not display an image, the fluoro x-ray stopped, and the c-arm did not move up and down. Also, an interlock failure error message displayed on the control panel of c-arm. A reboot did not fix the problem.

Manufacturer narrative:
(B)(4). The plan to check the system is currently under negotiation with the customer.